Manufacturer narrative:
Report source: article titled "kyphoplasty does not maintain all restored height postoperatively: a prospective, comparative study", by yi-lei zhao, md; hui-lin yang, md, phd; joseph konrad, bs; jiayong liu, md; muhammad moral, ms, mba; yao-zeng xu, md; de-chun geng, md; nabil a. Ebraheim, md. The article did not indicate that the bone cement used in this is study is kyphx hv-r bone cement. Method - device not returned; followed-up with author.

Event description:
In an article titled "kyphoplasty does not maintain all restored height postoperatively: a prospective, comparative study", 45 female pts underwent balloon kyphoplasty fracture. All of the treated vertebral bodies were located within the thoracolumbar region (t11-l2). The following event was reported: cement extravasation was observed in 20% (9/45 of the treated fractures, but none of the leaks were associated with any clinical consequence. No additional info was reported. Note: this article originated in (B)(6); however, kyphoplasty products are not distributed in (B)(6).